Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. The root cause appeared to be that the operator was troubleshooting the instrument without wearing proper protective equipment. As per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Field service was not dispatched for this event.

Event description:
The customer reported that while she was troubleshooting the ac-t diff 2 hematology analyzer with its door open, a line popped off and splashed diluent into her eyes. The operator was troubleshooting the instrument on her own without beckman coulter inc assistance. She was wearing a lab coat and gloves but no eye protection. The operator flushed her eyes with water and sough medical attention at the emergency room, where they tested for hiv and hepatitis and planned to follow up in 6 months, as per risk management plan at the facility. The operator stated that she was 'okay'.